Event description:
Related manufacturer reference number: (B)(4). It was reported a patient presented with extra cardiac stimulation due to atrial lead dislodgement and implantable cardioverter defibrillator (ICD) migration. Fluoroscopy determined the device had been spun. The atrial lead was explanted in a procedure on 2 (B)(6) 2022. The ICD was revised in the same operation and remained implanted. Post-procedure the patient was stable.